Manufacturer narrative:
(B)(4). The gore® dryseal flex introducer sheath instructions for use (IFU) states ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿ per IFU, adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
On (B)(6) 2018, a gore® dryseal flex introducer sheath was used as part of a thoracic endovascular aortic repair. The sheath was advanced via the right groin, and all endoprostheses were implanted as planned. After the devices had been implanted, intra-procedural imaging reportedly revealed a rupture of the right external iliac artery. According to the report, a dissection was present in the access vessel prior to the procedure, which may have contributed to the rupture. A gore® viabahn® endoprosthesis was implanted to repair the ruptured vessel, and the procedure went forward to completion. The patient tolerated the procedure.